Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 3 months and 20 days after the dental implant was installed in intraoral region #15, its non- osseointegration was observed. Moreover, the patient presented bone type ii, bone graft was placed and immediate implant was performed.